Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture was noted in the catheter tip and a bend was noted in the catheter shaft proximal to the distal tip. The catheter deflected in all directions when actuating the steering mechanisms, but no longer deflected in the correct shape and no longer met specifications, due to the bend in the shaft. As a result of this finding, abbott is performing further investigation. As a result of this finding, abbott is performing further investigation.

Event description:
This event is being reported based on analysis of the catheter which revealed a fractured tip.